Event description:
Products used prior to micra implantation and removed due to infection were products from other companies (abbot assurity MRI, 2088tc-46, 2088tc-52). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).